Event description:
It was reported that the patient experienced jolting sensations. The device was reprogrammed which lessened the sensations. However, it was found that the spinal cord stimulation paddle lead migrated partially out of the epidural space at the proximal end. The patient underwent an explant procedure as the lead was unable to be repositioned due to the presence of excessive scar tissue. The patient fully recovered postoperatively. The devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block b1, b3 and table h6. Additional suspect medical device component involved in the event: brand name: wavewriter alpha upn: m365sc12320, model: sc-1232, serial: (B)(6), lot: 555167, UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha upn: m365sc12320 model: sc-1232 serial: (B)(6) lot: 555167.

Event description:
It was reported that the patient experienced jolting sensations. The device was reprogrammed which lessened the sensations. However, it was found that the spinal cord stimulation paddle lead migrated partially out of the epidural space at the proximal end. The patient underwent an explant procedure as the lead was unable to be repositioned due to the presence of excessive scar tissue. The patient fully recovered postoperatively. The devices were not returned as they were discarded by the medical facility.